Manufacturer narrative:
Date sent to FDA: 11/7/97. Evaluation results: protein levels were tested on the returned samples. Results met specified standards for these gloves. Investigation of reported failure: no deviations, nonconformances or abnormalities could be found associated with the production of the lot numbers reported. There were no disruptions of the maintenance schedule or facility controls at the time of production. Summary of trends: the complaint trends show no, unexplained upwards trends which would indicate a quality concern for this product relative to the type of complaint reported. Conclusion: evaluations of available samples confirm that the product met its specifications. Complaint trends do not indicate any increases in complaints reported for irritation. Determination of root cause: a root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the product to conform to expected performance had occurred. This product is made of latex. The product is labeled as a latex surgical glove. There are people with sensitivities to latex in the general populace. Corrective action: no corrective action is considered necessary and none will be taken. Follow up: trends of complaints shall continue to be monitored.

Event description:
Customer reports that there are six (6) people who state that when they started using these latex surgical gloves, they began experiencing rash, redness, and itching. No medical intervention required. No permanent or long term impairment reported.